Event description:
The patient connector was removed from the tubing by the hospital staff after the patient replaced it.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, while troubleshooting with customer service, it was discovered the customer had not washed prior to testing. Not washing may cause imprecise results. Customer's products were replaced via a field exchange.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
Customer's wife reported customer's freestyle lite blood glucose meter has been giving high readings when the customer is actually low. She further reported that sometime prior to calling customer service on (B)(6), 2010 customer received a reading of 64 mg/dl on his meter compared with a reading of 10 mg/dl on a competitor's meter within 10 minutes of each other. She also reported he experienced diaphoresis and looked pale and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival, they "gave him a check up". No third-party emergent medical intervention was rendered. Customer's wife noted this was because she had treated him by "prying his mouth open and giving him orange juice". She also noted giving him a "glucose cube". There was no report of death or permanent injury associated with this event.